Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when inserting the farawave into the sheath a slight leak of blood was observed from the hemostatic valve of the faradrive. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as discarded in the facility. It was further reported that a small amount of blood leaked around 10cc was noticed from luer of the handle. No air seen in patient. A pressure bag approximately at 60ml per hour was used.